Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient has a pocket revision because the patient's pocket site was too shallow and uncomfortable. The patient is reportedly doing well following the procedure.